Event description:
It was reported that the patient received inappropriate therapy, and the right ventricular lead impedance was greater than 2500 ohms with isometrics. The lead was explanted. A lawsuit alleges the lead was fractured, and the patient has "suffered severe physical and emotional injuries" due to the "defective" lead.